Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Loose cotton on the end- tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampons had loose cotton on the end. No injury reported.